Event description:
The pt underwent an interventional procedure. The physician attempted arteriotomy closure with the closer tsl6 fr. Device. After deploying the device and removing the needles, the foot was parked for device removal. However the device was caught in place. A vascular surgeon consulted with the perclose clinical specialist. A small cutdown of the subcutaneous tissue was performed in the cath lab. The sutures were cut and the device came free. Closure was achieved with manual compression. The pt recovered without further incident.